Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the importance of the air removal step. Customer¿s blood glucose level was 300 mg/dl.